Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim rcc received a complaint via email. Email(s) attached. I am writing due to an issue that we had with a secondary infusion today, march 27th. The rn was hanging cefepime as a secondary infusion. Upon starting the pump, they noticed that the infusion was dripping too quickly compared to the rate programmed on the pump. She changed out the lvp and had the same issue. Then she changed the tubing sets (primary and secondary) and the infusion starting dripping at the correct rate. No harm to the patient was noted.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info